Manufacturer narrative:
Correction to b3, please see b3 for additional information. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The following deviation was confirmed by review of reprocessing steps provided by the user: - brushing was not performed for biopsy channel/suction channel/suction cylinder/biopsy port at manual cleaning. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where: - distal end cap cover --- chipped. - bending section rubber glue --- separated. - connecting tube --- buckles. - connecting tube --- wrinkle 10mm from glue. - universal cord --- buckles. - biopsy channel --- wear and tear (replacement as preventive maintenance). However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was sent to an independent laboratory for culture testing. The device tested positive for < 1 colony forming units (cfus) of unspecified revivable microorganisms. This culture result is conforming to the standard. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer aspirates water through the channels and flushes out the air/water and auxiliary channel. The customer uses aniosyme x3 detergent during the pre-cleaning process. The customer did not specify the manual cleaning process for the facility. The customer also did not specify the detergent used during manual cleaning. The customer uses vytil brushes model, cj-kedb-230-06. It was not specified if the scope was manually disinfected. For automated endoscope reprocessor (aer) treatment, a soluscope 4 machine is used with unspecified cln detergent and an unspecified paa (disinfectant). The scope is stored in a simple cabinet without a drying function. It was not specified if olympus is the maintenance company used by the customer. The scope was not sterilized. As of this report, olympus has not received the device for evaluation. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive for an unexpected contamination. The scope was sampled once. During the sampling, the scope tested positive for 69 colony forming units (cfus) of pseudomonas aeruginosa. The issue was found at reprocessing during a routine culture of the scope. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.